Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump' buttons stuck or had to press more than once. Customer reported that the insulin pump had unexplainable no insulin deliveries and had been required to prime or rewind more than once. Customer reported that the insulin pump had rejected new batteries and battery life diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, the all keypad buttons did not respond to keypad presses. After swapping the boards into another case and then swapping a known good electrical board 2 onto electrical board 1, the keypad anomaly persisted and seems to be isolated to electrical board 1. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests, self-tests, sleep current measurement, active current measurement or verify no delivery, failed battery test, low battery alarms, rewind anomaly due to the keypad anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.